Event description:
The patient had some recent near syncopal episodes. The device had 31 episodes of high ventricular rate. The physician was able to duplicate myopotential oversensing with isometric press by the patient. Bipolar r-waves were <1.5 mv, unipolar r-waves were 2.2 mv - 2.9 mv. Bipolar impedance was 242 ohms. Unipolar impedance was 246 ohms. The device was left in the unipolar configuration until a device replacement could be done.